Event description:
Date of event is unknown. The patients optometrist alleges that he recently ordered solution to ship direct to a patient and the patient is now being treated for chemical burns at an emergency/urgent care facility. The patient had previously been using the sauflon lite multipurpose solution, when the new order was placed, it was placed as the sauflon one step hydrogen peroxide solution. The patient was unaware that the one step was sent and not the lite multi purpose solution, and used the product like the multi purpose solution they had been using previously. Records indicated that the patient was sent product ordered by the optometrist. Further medical information received from urgent care stated that the patient was diagnosed with chemical conjunctivitis and treated with a topical steroid (2 to 3 times per day to the right eye, about 3 days maximum) and lubricating eye drops and rest from contact lens wear. This event is being reported in an abundance of caution based on lack of evidence that the steroid was used to preclude damage to the cornea.

Manufacturer narrative:
The contact lens solution was not returned for inspection. The complaint is unconfirmed. The association between the contact lens solution and the incident is unconfirmed. Device not returned to manufacturer.